Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported that a urinary diversion stent was to be used in a procedure. During unpacking, it was found that the product packaging was torn. It was also reported that the sterility of the device was compromised. The procedure was completed with another of the same device and there were no patient complications reported.